Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g2, g3, g6, h2, h3, h6, h10. Please note that mw5084296 was previously received on march 8, 2019 which reported this same event which is again being reported in medwatch uf/importer report # 0900110000-2019-8002, which we received on october 19, 2022. Additional information received in medwatch uf/importer report # 0900110000-2019-8002 on october 19, 2022 reports the following: "the patient came to the cardiac catheterization lab for a thoracic endovascular aneurysm repair (tevar) procedure. Due to the location of the aneurysm, a lumbar drain was placed to monitor cerebrospinal fluid (csf) pressure prior to the procedure. An integra hermetic lumbar catheter drain was placed by anesthesia while the patient was in a hunched over sitting position. Csf fluid was aspirated. The drain was secured. The patient was placed into the prone position. After the patient was draped, the anesthesiologist attempted to draw csf without success. The anesthesiologist felt under the patient to ensure the catheter was not kinked. The anesthesiologist attempted to again without success to draw csf. The anesthesiologist gently pulled on the catheter to hook the end to the monitor to see if a reading could be obtained. When the catheter was pulled, it broke and retracted into the patient. A fluoroscopy of the spine was performed, and the catheter could be seen. It was determined that approximately 20 cm was retained in the patient. After consulting with neurosurgery, it was determined that the patient should be taken to the or to remove the retained catheter. The patient was taken to the operating room, placed in a wilson frame, a small incision was made, the catheter was located, and the catheter was removed. The catheter was submitted to pathology. They calculated the length to be 24cm." Investigation findings: the hermetic lumbar catheter (ins5010) was returned for evaluation: device history record (DHR) - according to the DHR review, no anomaly was reported during the manufacturing process of this lot that could be related to the reported condition. Incoming inspection records and manufacturer¿s coa of the tubing used show that it complied with all requirements. Failure analysis - the package contained (B)(4) broken catheters and the additional accessories for (B)(4) device only (e.g., (B)(4) guidewire, (B)(4) connector, etc.). The reported lot number (2894588) was confirmed from the accessories bag included. One of the catheters was broken at about 23 cm from the tip (reported as 24 cm in the complaint description) and the other at about 9cm from the tip (not mentioned in the complaint description). Root cause - catheters were visually inspected, and breakage is consistent with tear or pulling of the unit (not a clean cut). The most probable cause for the breakage is product handling by end user. No corrective action is required as no manufacturing failure was identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed; no anomaly was found that could have caused the reported event. The reported complaint was not confirmed. The root cause for this complaint is undetermined. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the ins5010 hermetic lumbar catheter snapped off on (B)(6) 2019. The lumbar drain was placed in the patient on sitting position. The doctor was able to get cerebrospinal fluid (csf) and the drain was then secured. The patient moved to the prone position, patent was prepped and draped for an unspecified procedure. When the anesthesiologist drew back, no csf was present. The doctor reached underneath the patient to make sure that the catheter was not kinked. The doctor attempted to draw csf but no csf came back. The surgeon attempted to hook the catheter to the monitor to get a pressure but it snapped off. While searching for the catheter, the neuro surgery was contacted since there was 24 centimeter (cm) left in the channel. They decided to take the patient to surgery to remove the catheter. Additional information was received on (B)(6) 2019 indicating that the (B)(6)-year-old female patient had the device implanted for approximately three hours. The original procedure had been delayed and has not yet been rescheduled. The broken part was retrieved from the patient. The patient was in stable condition and has been discharged on (B)(6)2019.